Event description:
Customer reported that an 840 ventilator had a blank display. The covidien customer support engineer (cse) verified the malfunction. The cse replaced the cable that connects the graphical user interface and the breath delivery unit.